Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported; patient had surgery on the right leg on (B)(6) 2013, after suffering from a motorcycle accident. A deformity was evidenced at the mid third of right thigh, with a 1.5 centimeter (cm) wound at the mid third from the accident. During a follow-up visit on (B)(6) 2013 the x-rays shows a rupture of the bone fixation material of the right femur with fracture displacement. The patient had another surgery and the bone fixation material was changed. No further information is available at this time. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported the x-ray was taken on an unknown date in (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: the raw material was examined and meets specifications. All features that could be measured met the specification on the technical drawing and ao/asif specifications. The device was examined with an electron scanning microscope: based on the topography of the fracture surface, we can conclude that the implant was subjected to dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp. The plate could not resist the applied force which finally led to the fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp proximal femur plate was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance with one ncr reported. (B)(4) was written against the raw material as the surface profile did not meet specification requirements. Two (2) pieces were scrapped and the remainder of lot 6465595 was found to be fully conforming. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation is ongoing.